Event description:
The customer had reported an issue with the collimator and this issue prevented the system from booting up, thus a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.